Manufacturer narrative:
(B)(4).

Event description:
New information received notes low pacing impedance was also observed on the right ventricular lead. As initially reported the lead was explanted and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic . It was observed upon interrogation that intermittent under-sensing of p waves was present on the atrial lead and there was no capture on the right ventricular lead at maximum output. A procedure to re-position the leads was scheduled during which outer insulation abrasions were noted on both leads. The leads were explanted and replaced. The patient was stable throughout the procedure

Event description:
New information received notes a high pacing impedance was also observed on the right ventricular lead. As initially reported the lead was explanted and the patient was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.